Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller said they were going to the doctor's office for something unrelated to the stimulator the day of the report. The caller was the patient's mother and they said they needed a clinician to show them how to check the impedance because it did not seem to be working. They said they knew how to check the current, but not the impedance. They then added that the device was on 0.7 and they increased to 0.8. They said they wanted to know if impedance was correct. No patient symptoms were reported.